Manufacturer narrative:
The customer returned the suspected contour plus meter for evaluation. The customer also returned the test strips from lot # 1mqhh04b, which is different from lot # 1lqhh04b indicated to be associated with the event occurrence. An in-house testing was performed with the returned meter and returned test strips using blood sample. One of five replicates was out of specification and four of five replicates resulted in lo readings. Therefore, the returned meter was tested with the in-house contour next test strips from lot # 1mqhh04b using blood sample, which gave a satisfactory performance. Further testing will be performed. No information was captured in sections a1 and a4 as the patient's initials and weight were not provided. The model # (d4) was not provided. The contact details of the initial reporter (e1) was not provided.

Event description:
A hospital staff member from china reported that they performed blood glucose testing with the contour plus meter and obtained a lo (indicative of a reading below 0.6 mmol/l) reading. Within 10 minutes, a venous test was performed and a reading of 31.9 mmol/l was obtained. Another test was performed with the meter and a lo reading was obtained. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
Upon further investigation, it was found that the contour plus test strips from lot # 1mqhh04b had ethanol on the surface of the test strips, an ingredient found in the hand sanitizer, which will cause deterioration of the reagent at the tip of the test strips leading to lo results. Based on the clarification received, the lot # of the contour plus test strips associated with the event is 1mqhh04b. Lot # and expiration date have been updated in section d4 and manufacture date has been updated in section h4.

Manufacturer narrative:
Additional in-house testing was performed with the in-house contour plus meter and in-house contour plus test strips from lot # 1lqhh04b using blood sample, which gave a satisfactory performance.